Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the internal cooling fan is not functioning. The v60 displayed error code 1125. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A remote service engineer (rse) evaluated the device with the customer and confirmed that reported issue. The rse advised the customer the latest version of the service manual. The customer reported that the cooling fan speed is less than 2000 rpm. Ventilator overheating is possible. The biomedical engineer has confirmed that the power supply voltages are operating with in specification. The customer was advised to verify that the cooling fan rpm is 4000 + 1000 rpm, replace the cooling fan, or replace the power management pcba. The customer was provided with the part number of the v60 fan.